Manufacturer narrative:
The sample has been sent to the manufacturer and upon receipt an investigation will be done. FDA will be notified of the results upon completion of this investigation.

Event description:
PICC placed on 3/25 and removed 4/1 with 1st dressing change. Rn x3 at bedside for dressing change. Rn removed old dressing with clean technique and then donned sterile gloves. Rn scrubbed insertion site with chg for 30 seconds per policy. Rn noted with another rn that insertion site looked more wet than what was to be expected. Sterile gauze used, however, wetness noted to reaccumulate. Non sterile rn proceeded to flush neo PICC and saline noted to be leaking at hub. Nnp called and came to bedside. Decision to remove neo PICC made. Neo PICC removed and was fully intact, measuring according to insertion note. Catheter dwell time was 7 days and an alcohol based chloraprep was used for site care solution.

Manufacturer narrative:
The correction is as follows: product code was incorrect on product in different report from hospital and it was listed wrong on initial MDR as 1252.232g - upon receipt of the sample and verifying with the rep, the product code is 1252.030g. A lot number was given upon verification of product code so that is now listed on this follow up. Evaluation of complaint: this complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter as a sample. The sample was shortened distal to the 20 cm marking and covered with fibrin. When we attempted to flush the catheter with water, we found a leak at the junction where the catheter connects to the fixation wing, beneath the fibrin coating. Microscopic examination showed that the catheter was partly torn out of the fixation wing. A rough fracture plane with signs of stress whitening was visible. This is a typical hint for a high tensile load, which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. For babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. Alcohol-based disinfectant. Concerning this, there is a warning in the IFU: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. A review of the batch history records was performed, and no deviations were found. The batches complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted with no exemptions found. Corrective action: as the catheter worked well for 7 days before the failure occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.